Manufacturer narrative:
(B)(4). Date of initial report: 10/12/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was broken within the packaging. The issue was identified during distribution and before use in a procedure. Examination of the device on (B)(6) 2016 found the activation button had detached.

Manufacturer narrative:
(B)(4). One un-used ls3092 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the weld of the body was incomplete. This resulted in an activation button that was not properly secured and the device would easily pull apart. The device could not have been used in this condition. The investigation identified the cause of this issue as operator oversight during manufacture. No trend has been associated with this complaint, and measures are in place to detect the issue during the manufacturing process. Review of the device history records for this lot found no further potentially contributing factors.